Event description:
A facility reported an electrosurgical irrigator with a defective fuse. Product was in contact with the patient; however, no patient injury was reported and the event led to 30 minutes surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The irrigator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the analyst checked the fuses with a fluke multimeter and discovered the fuses were open, confirming that they were blown fuses. The fuses were replaced with known good fuses and the irrigator performed as intended. Root cause - the complaint was confirmed in the complaint investigation. Fuses in the irrigator were found to be blown. When run with known good fuses, the irrigator performed as intended. The likely root cause of this failure is blown fuses.

Event description:
N/a.